Manufacturer narrative:
Medical device lot#: 6020629; medical device expiration date: 01/31/2021; device manufacture date: 1/20/2016. Medical device lot# 5338549; medical device expiration date: 11/30/2020; device manufacture date: 12/4/2015. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5274885. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6020629. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5338549. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety latch of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) 2016.